Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) failed to initiate a compression" was confirmed in the archive data but was not confirmed during functional testing. No device malfunction was observed, and the autopulse platform functioned as intended. Based on values recorded in the archive data, the likely root cause of the reported complaint resulted from the patient's large chest circumference, which was light in weight but very difficult to compress. The reported complaint that the "top cover of the autopulse platform was cracked" was confirmed during visual inspection of the returned platform. The top cover had cracks at the lower corner on the patient's right-hand side, attributed to user mishandling. The top cover and associated parts were replaced to address the issue. Archive data review showed that the autopulse platform powered up but failed to execute the take-up and displayed user advisory (ua) 02 (compression tracking error) multiple times around the reported event date. User advisory 02 typically occurs if the load sensors do not see the expected increase in load during take-up. This is a clearable message designed to alert the operator that autopulse has detected one of several conditions. As included in the operator's manual, the recommended actions to take for ua02 are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Further review of the archive data showed that when the take-up was successfully achieved, the autopulse platform performed a few compressions and then stopped with ua17 (max motor on time exceeded during active operation) multiple times. User advisory 17 is normally a clearable message and is triggered when the motor was on for too long during active operation. The autopulse did not reach the target depth within the specification time. This usually is experienced when the patient is improperly positioned on the platform or when the patient's chest is too stiff and hard to compress. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed initial functional testing at zoll without any fault or error. A load cell characterization test was performed and confirmed both load cell modules were functioning within the specification. During further troubleshooting, the drivetrain motor brake gap was inspected and verified that it was within the specification. No user advisory messages or fault codes occurred during troubleshooting and testing. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (s/n (B)(4)) was used in an attempt to resuscitate a patient in cardiac arrest. The cause of the cardiac arrest was unknown, and it was witnessed by ems personnel who immediately provided manual CPR. A fully charged battery (showing 4 solid green led lights) was inserted into the autopulse platform. The lifeband retracted and tightened on the patient's chest but released suddenly, and the platform failed to initiate a compression. The customer stated that the platform did not display any user advisory messages (ua) or any fault codes. The customer reported that the crew reset the lifeband 3 times but was unsuccessful to resolve the issue. The ems crew performed manual CPR during troubleshooting and for the duration of the call, about 30 minutes. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead in the emergency room (ER) of a hospital. The customer stated that the patient's outcome was not related to the autopulse system. After the call, the customer noted a crack on the top cover of the autopulse platform.